Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a pacing impedance measurement greater than 2,000 ohms. No adverse events have been reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been exhibited rising shock impedance and threshold measurements over the past few years. No adverse patient effects were reported.